Event description:
Customer reported that the inner hose was disconnected. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, temperature test, noise test, and speed test all failed. The outer hose was detached from the mount, it was found to be due to normal wear. The device was repaired by replacing several components.